Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the leadless implantable pulse generator (ipg) exhibited rising and high thresholds. The leadless ipg remains in use, and patient will be monitored. No patient complications have been reported as a result of this event.